Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the valve was explanted and replaced. The reason for the replacement is unknown. No adverse patient effects were reported.